Event description:
It was reported that "during the persuading of the rod, the capspin froze in the persuader while trying to back it out. And it snapped."

Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation. The product in question is a custom modification of radius persuader (cat# 486619190) and radius capspin (cat# 486619210). There have been previously reported complaints for similar failures under cat# 486619190, therefore, this failure is considered reportable.